Event description:
It was reported that patient presented in emergency room after receiving inappropriate therapy. Post-sensed t-wave oversensing on ventricular channel was noted on stored egm. Programming changes were recommended. The patient was in good condition.

Manufacturer narrative:
.